Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D10 - an intuitive surgical, inc. (Isi) field service engineer (fse) investigation has been completed. The fse was unable to reproduce the reported problem or errors but replaced the e-100 generator as a precaution. Intuitive surgical, inc. (Isi) received the e-100 generator (pn: 374848-09 // sn: (B)(6)) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not replicated. The unit was tested on an in-house system and it worked fine with an energy instrument installed; no problem was found when using the instrument or sitting idle for one hour. When using an energy instrument with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations twenty times, the unit worked fine without any issues. No product issue was identified. D10, d14 - intuitive surgical, inc. (Isi) received the vessel sealer extend instrument (vse) (pn: 480422-01 // ln: l92200902 0144) and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed nor replicated. The instrument was placed and driven on an in-house system. The instrument passed the self-tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The ceramic dot verification, cut test, energy delivery test, and grip force test passed. There were no related errors in the logs. The instrument was fully functional. Of note, the vse instrument that the customer returned for analysis was not the lot number initially provided by the customer and confirmed through the logs as having been used during the reported event. The instrument that was returned was fully functional with no issues identified. Follow-up attempts are being made with the customer to clarify the event information and to request the actual device to be returned for analysis if the incorrect one was previously sent. If additional information is received and/or if the correct instrument is returned and tested, a follow-up MDR will be submitted.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the vessel sealer extend (vse) instrument for failure analysis investigation but at this time the instrument has not been returned. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted and found no additional complaint related to this product. No image or video clip for the reported event was submitted for review. System error log review was conducted for a procedure on (B)(6) 2021 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. The vse instrument pn: 480422-01 // ln: l92200810-0223 // sn : (B)(4) is a single use item and was recorded as being used during this procedure. While not all reusable instruments used in the case have been used in subsequent procedures, at this time, a site history search shows no complaints filed against the instruments. An isi advanced failure analyst (afa) engineer reviewed the vessel sealer extend logs and found that there were no errors indicative of an instrument or generator failure. The vse ln: l92200810-0223 was used across 6 different periods. There was a period where no instruments were on the arm towards the end of the procedure; all arms were taken out of following mode for a period of time. The seals that were completed just before the arms were taken out of following mode shows these last seals were taken to auto-stop. There were 43 instances of a ¿high initial starting impedance¿ error that were recorded by the e-100. This message indicates the starting impedance of the tissue between the jaws is higher than expected. This message could restrict energy activation and display a message similar to ¿ensure appropriate amount of tissue in the jaws¿ but will not fault out the system (i.e. The user only needs to re-grasp tissue). Based on the information provided at this time, this complaint is reportable due to the following: the vse instrument allegedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. While it was reported that the vse instrument worked as intended throughout the da vinci-assisted procedure and proper system tones were audible, the surgeon alleged that the issue must have happened during the da vinci procedure since the bleeding that was found during the second open surgery was coming from the ima which had been sealed and cut with a vse instrument during the da vinci procedure. The surgeon alleged that there was either a robotic generator issue or a robotic vse instrument issue. Although the surgeon indicated there may be an issue with the vse or generator, the instances of high initial starting impedance errors generated during the case, indicate that the user was likely performing multiple sealing events on the same portion of tissue.

Event description:
It was initially reported that after a da vinci-assisted surgical procedure, there was an unknown amount of excessive bleeding post-operatively and another operation was needed to control the bleeding. The intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) to report the issue the following day. The surgeon believes the vessel sealer extend (vse) instrument or e-100 generator may have been the cause of the complications. The procedure was completed with report of post-operative excessive bleeding. On 05-feb-2021, isi obtained the following additional information regarding the reported event: after a da vinci-assisted low anterior resection (lar) procedure was completed on (B)(6) 2021, while in the recovery room, the patient experienced an unknown excessive amount of post-operative bleeding, allegedly from the inferior mesenteric artery (ima), which resulted in a second, open, surgery on (B)(6) 2021 to repair the vessel and control the bleeding. Estimated blood loss was unknown. It was also unknown if a blood transfusion was required and what type of medical intervention was required to repair the vessel and control bleeding. It was reported that the da vinci procedure had completed with use of the same vse instrument throughout the da vinci procedure with no system errors but there was one system message ¿at some point¿ which stated, ¿ensure appropriate amount of tissue is in the jaws¿. The csr said that the da vinci-assisted procedure completed ¿flawlessly¿, that ¿there were no issues at all¿, that there was, ¿no bleeding at all¿, and that, ¿it all looked so good¿. The surgeon had sealed and cut the ima more towards the beginning; at about one and a half hours into the four hour procedure. The vse instrument was used throughout the entire procedure to seal and transect prior to and after managing the ima vessel. It was reported that the, ¿only new thing¿ for this procedure was use of the e-100 generator. Generator settings were unknown.